Event description:
A hospital representative reported that an adc customer was hospitalized, diagnosed and treated for diabetic ketoacidosis. The representative stated the patients (glucose) was 'trending upwards' at the time; however, there were no readings reported. It was discovered the patient had inadvertently purchased incompatible lifescan onetouch test strips for use with his adc xceed meter. It is also unknown if customer had received results and tested with his adc meter prior to medical event. The report further stated the 'patient did not speak french very well, it was difficult for the nurse to communicate with him.' There was no other product issue identified and the staff nurses explained to the family of the patient which strips were to be purchased for the proper functioning of the glucose device. No specific medical treatment was reported by the hospital representative. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The customer's meter and onetouch test strips have been discarded by hospital. No product investigation will be performed. This is a final report. The port used in the adc precision xtra meter was first available in 1992 before the availability of (B) (4) onetouch ultra test strips in 2000. Through investigation adc has determined that these strips will, in some cases, work with the precision xtra/optium meter. The strips may not always work in the meter as the strip specifications differ in terms of plastic substrate thickness. The port specifications for the adc meters are 432 um to 462 um. The plastic thickness of the one touch ultra test strips is 250 um. In some cases this will be sufficient to operate the micro switch in the adc meter and allow an assay to be performed. Other specifications adopted by the one touch ultra test strips are matched to other adc meter ports. The one touch ultra test strips have 3 electrodes, whose spacing matches the contacts in the adc meter and the strip width is equivalent at 5.5 mm. The electrical output characteristics of the one touch ultra test strips is insufficiently different than that of the correct precision xtra test strips to cause a meter error.